Manufacturer narrative:
Pending evaluation: concomitant device(s): serial #: (B)(4); category #: 200-02-32; three peg patella 32mm. Serial #: (B)(4); category #: 02-010-01-0340; logic femoral ps cem right sz 4. Serial #: (B)(4); category #: 02-012-45-4040; lgc tibial fit tray cem sz 4f / 4t.

Event description:
As reported by legal, approximately 9 years post op initial right tka, this male patient was revised. Intraoperative findings: significant polyethylene wear, loose femoral implant, osteolysis along the medial and femoral distal condyles. Revised to competitors device. Patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.